Event description:
Per pt husband he has been noticing that about 1-2 cadd extension tubings a month may be defective when he gets the supplies, I asked how does he know, he states that when he goes to prime the line it wont, he believes the check valve is on backwards and then so he tosses/throws out the tubing and uses a new one instead and then has no issues priming. I advised pt husband if that happens again, to call us and then we may ask for it back for further investigation, he understood and will do so in the future. He doesn't have any of the tubings that were bad. He states he orders extra for cases like these. No clinical issue, no injury due to tubing. No further information is known. Reported to (B)(6) by pt/caregiver.